Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the precision dilator broke when inserting into the sheath. A new one was opened, and the procedure was completed by using the new one.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One dilator and packaging were returned for assessment. The sample was subject to visual analysis. The dilator is separated, and the dilator tip was not included with the returned sample. The dilator is 12.3cm from the sheath hub. The complaint can be confirmed for separation of the dilator. The exact root cause cannot be determined. The likely root cause is the dilator was mishandled and forcefully inserted into the sheath valve, separating the dilator. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).